Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was unable to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.